Event description:
Boston scientific received information that the patient implanted with this device reported hearing beeping tones from the device. Patient services assisted the patient and determined the magnetic name tag the patient was wearing was likely causing the device to emit beeping tones. After the removal of the magnetic name tag the beeping ceased. Patient services advised the patient to follow-up with the physician. Additional information was sought from a local area sales representative. At this time no further information is available. There was no report of adverse patient effects as a result of this clinical event.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.